Event description:
During a polypectomy procedure, the physician used a cook endoscopy acusnare polypectomy duck bill snare. The snare would not stay connected to the active cord. The user held the snare and the active cord together to maintain a secure connection. The procedure was completed using this snare. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required, due to this occurrence. The pt did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Evaluation: our eval of the returned device confirmed the report. The handle of the acusnare polypectomy snare would not fit securely with the active cord adapter. The arms of the electrical pin of the acusnare handle exhibit a bend, preventing secure attachment between the active cord and the acusnare handle. The acusnare and active cord connector were subjected to a conductivity test with an ohm meter. The test verified continuous conductivity. (The buzzer of the ohm meter is continuous). When the acusnare was tested with an ohm meter by touching the electrical pin and the snare, continous conductivity was achieved. Although the handle was connected to an active cord and passed a continuity test with an ohm meter, the bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application during use. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of ths type of report is remote. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: a bend in the electrical pin of the acusnare handle could cause an insecure connection and result in difficulty with current application. Bending of the electrical pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the arms of the electrical pin to bend, causing connection difficulty. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of proper connection to the active cord. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. The likelihood of the type of occurrence is remote. Customer qa will continue to monitor for complaint trends.